Manufacturer narrative:
No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
It was reported by the attorney that allegedly the patient fractured his left femur and underwent surgery on (B)(6) 2014 where he was implanted with a gamma 3 nail system. It is further alleged that the implant failed and required revision on (B)(6) 2014.